Event description:
Pt used hands on seat of wheelchair for support when sitting down. Fingers on right hand pinched between metal rod to which seat is attached and parallel metal rod which supports wheelchair frame. Initially, a skin tear, swelling and bruising with c/o pain were noted. The pain continued. They were reevaluated and an x-ray indicated a fracture of the distal phalanx right ring finger.